Event description:
Patient developed a cyst over the surgical site approximately four months post 1st metatarsophalangeal joint arthroplasty using an orthadapt bioimplant as a spacer. The bioimplant was explanted eight months post-arthroplasty. At the time of explant, a lobulated cyst was noted above the bioimplant.

Manufacturer narrative:
After the excision of 1.5 to 2 cm of the proximal end of the proximal phalanx, a 3x3 orthadapt was rolled on itself and used as a spacer in the metatarsophalangeal joint via arthroscopy. The bioimplant was sutured to the capsule using absorbable sutures. The use of orthadapt bioimplant in an interpositional arthroplasty is an off label use. Also, the use of absorbable suture is not indicated in the IFU. This might have led to poor fixation and loose graft causing irritation to the surrounding tissue. Based on the provided information, the root cause of this event could not be determined; however, it is likely the off-label use of the product and the fixation methods contributed to the event. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc.